Event description:
When inflating the foley balloon with 10cc syringe that was provided in the kit, the tubing right below the port to fill the balloon split open and water came out instead of filling the balloon. The foley was removed and a new one was placed. The patient was not harmed.